Manufacturer narrative:
The manufacturer previously reported information alleging the mask apparently had a small leak. The patient started rubbing his eyes a lot. The patient mother stated, I had no idea it could be related to the CPAP. When you rub your eyes hard enough and too much you put pressure on your cornea which makes it bulge. The patient representative alleged her son had a corneal transplant. The patient alleged that the eye doctor made them aware that the CPAP may be the issue, additionally, the patient has developmental disabilities and is unable to communicate well. Multiple good faith efforts have been made to obtain additional information, without customer response. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Event description:
The manufacturer received information alleging the mask apparently had a small leak. The patient started rubbing his eyes a lot. The patients mother stated, ¿I had no idea it could be related to the CPAP. When you rub your eyes hard enough and too much you put pressure on your cornea which makes it bulge. The patient alleged her son had a corneal transplant. The patient alleged that the eye doctor made them aware that the CPAP may be the issue, the patient has developmental disabilities and is unable to communicate well. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.